Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), pregnancy with contraceptive device ("I got pregnant with the essure still implanted in my tubes and had twins"), twin pregnancy ("I got pregnant with the essure still implanted in my tubes and had twins"), premature delivery ("pre term labor"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and post procedural haemorrhage ("2 month hospitalization following hysterectomyfor internal bleeding/they didn't sew me up all the way so I was bleeding internally") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, gravida ii and parity 3 ((B)(6)2004, (B)(6)2006,). Concurrent conditions included hypertension and depression. Concomitant products included labetalol and lisinopril. In february 2007, the patient had essure inserted. In march 2007, the patient experienced nausea ("nausea,") and fatigue ("fatigue"). In february 2008, the patient experienced amnesia ("neurological conditions or problems type: memory loss,"). On (B)(6)2009, the patient experienced device expulsion ("migration of essure device location of device: unknown/ right coil not seen on ultrasound, passage of essure spontaneously"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). In october 2016, the patient experienced post procedural haemorrhage (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and tooth fracture ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, twin pregnancy, premature delivery, genital haemorrhage, post procedural haemorrhage, device expulsion, depression, vaginal haemorrhage, menorrhagia, tooth fracture, back pain and abdominal pain outcome was unknown, the nausea, dysmenorrhoea and fatigue had resolved and the amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of healthy and unhealthy neonates (linked child cases no. (B)(4)). The reporter considered abdominal pain, amnesia, back pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, premature delivery, tooth fracture, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: linked pregnancy case (B)(4) and child case (B)(4). Tubal ligation/segments of fallopian tubes sent to pathology. Only one coil was found diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion; in october 2010: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received-previous event ectopic pregnancy was updated to I got pregnant with the essure still implanted in my tubes and had twins. Event pelvic pain was marked intervention.events pre term labor, abnormal bleeding (vaginal, menorrhagia), device expulsion, nausea, dental problems,neurological conditions or problems type: memory loss, dysmenorrhea (cramping), fatigue, other injury(ies) or complication please describe: 2 month hospitalization following hysterectomy for internal bleeding were added. Medical history, lab data, reporter's information updated were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration- yes'), pelvic pain ('pain/ pelvic pain') and premature delivery ('pre term labor') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, gravida ii, parity 3 ((B)(6) 2004, (B)(6) 2006,) and preterm labor. Concurrent conditions included hypertension and depression. Concomitant products included labetalol and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea,") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced amnesia ("neurological conditions or problems type: memory loss,"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device: unknown/ right coil not seen on ultrasound, passage of essure spontaneously"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient experienced post procedural haemorrhage ("2 month hospitalization following hysterectomyfor internal bleeding/they didn't sew me up all the way so I was bleeding internally"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/heavy bleeding"), depression ("depression") and tooth fracture ("dental problems") and was found to have a pregnancy with contraceptive device ("I got pregnant with the essure still implanted in my tubes and had twins") and twin pregnancy ("I got pregnant with the essure still implanted in my tubes and had twins"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, premature delivery, pregnancy with contraceptive device, twin pregnancy, genital haemorrhage, post procedural haemorrhage, device expulsion, depression, vaginal haemorrhage, menorrhagia, tooth fracture, back pain and abdominal pain outcome was unknown, the nausea, dysmenorrhoea and fatigue had resolved and the amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth of healthy and unhealthy neonates (linked child cases no. Us-bayer (B)(4)). The reporter considered abdominal pain, amnesia, back pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, perforation, post procedural haemorrhage, pregnancy with contraceptive device, premature delivery, tooth fracture, twin pregnancy and vaginal haemorrhage to be related to essure (ess205). The reporter commented: linked pregnancy case (B)(4) and child case (B)(4). Tubal ligation/segments of fallopian tubes sent to pathology. Only one coil was found "2 month hospitalization following hysterectomy for internal bleeding/they didn't sew me up all the way so I was bleeding internally" hospitalized for event post procedural bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; in (B)(6) 2010: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: perforation nos was added as a event. Significant information was added in rcc tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), premature delivery ("pre term labor"), pregnancy with contraceptive device ("I got pregnant with the essure still implanted in my tubes and had twins"), twin pregnancy ("I got pregnant with the essure still implanted in my tubes and had twins"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and internal haemorrhage ("2 month hospitalization following hysterectomy internal bleeding/they didn't sew me up all the way so I was bleeding internally") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, gravida ii and parity 3 (B)(6)2004, (B)(6)2006,). Concurrent conditions included hypertension and depression. Concomitant products included labetalol and lisinopril. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced nausea ("nausea,") and fatigue ("fatigue"). In (B)(6)2008, the patient experienced amnesia ("neurological conditions or problems type: memory loss,"). On (B)(6)2009, the patient experienced device expulsion ("migration of essure device location of device: unknown/ right coil not seen on ultrasound, passage of essure spontaneously"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). In (B)(6)2016, the patient experienced internal haemorrhage (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and tooth fracture ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, premature delivery, pregnancy with contraceptive device, twin pregnancy, genital haemorrhage, internal haemorrhage, device expulsion, depression, vaginal haemorrhage, menorrhagia, tooth fracture, back pain and abdominal pain outcome was unknown, the nausea, dysmenorrhoea and fatigue had resolved and the amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth of healthy and unhealthy neonates (linked child cases no. Us-bayer ag-2018-239185). The reporter considered abdominal pain, amnesia, back pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, internal haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, tooth fracture, twin pregnancy and vaginal haemorrhage to be related to essure (ess205). The reporter commented: linked pregnancy case (B)(4). Tubal ligation/segments of fallopian tubes sent to pathology. Only one coil was found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion; in (B)(6)2010: bilateral tubal occlusion. Amendment: the report was amended on (B)(6)2018 for the following reason: amendment done. Essure model no. Updated from ess305 to ess205. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), premature delivery ("pre term labor"), pregnancy with contraceptive device ("I got pregnant with the essure still implanted in my tubes and had twins"), twin pregnancy ("I got pregnant with the essure still implanted in my tubes and had twins"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and post procedural haemorrhage ("2 month hospitalization following hysterectomyfor internal bleeding/they didn't sew me up all the way so I was bleeding internally") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, gravida ii and parity 3 (B)(6) 2004, (B)(6) 2006 concurrent conditions included hypertension and depression. Concomitant products included labetalol and lisinopril. In february 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced nausea ("nausea,") and fatigue ("fatigue"). In february 2008, the patient experienced amnesia ("neurological conditions or problems type: memory loss,"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device: unknown/ right coil not seen on ultrasound, passage of essure spontaneously"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). In october 2016, the patient experienced post procedural haemorrhage (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and tooth fracture ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, premature delivery, pregnancy with contraceptive device, twin pregnancy, genital haemorrhage, post procedural haemorrhage, device expulsion, depression, vaginal haemorrhage, menorrhagia, tooth fracture, back pain and abdominal pain outcome was unknown, the nausea, dysmenorrhoea and fatigue had resolved and the amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth of healthy and unhealthy neonates (linked child cases no. Us-bayer ag-2018-239185). The reporter considered abdominal pain, amnesia, back pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, premature delivery, tooth fracture, twin pregnancy and vaginal haemorrhage to be related to essure (ess205). The reporter commented: linked pregnancy case 2017-211682 and child case 2018-239185. Tubal ligation/segments of fallopian tubes sent to pathology. Only one coil was found diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-mar-2007: total bilateral occlusion; in october 2010: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, depression and pelvic pain outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: linked pregnancy case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.